Manufacturer narrative:
Evaluation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and migrated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Rash at injection site [injection site rash]; allergic reaction [hypersensitivity]; irritation (injection site) [injection site irritation]; swelling at injection site [injection site swelling]; warmth at injection site [injection site warmth]; redness at injection site [injection site erythema]; itching at injection site [injection site pruritus]; pain (injection site) [injection site pain]; rash spread to other (right) knee [rash]; hives on legs [urticaria]; arthritis pain did not improve [device ineffective]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female patient, initials (B)(6), with a relevant medical history of arthritis and left knee pain. The patient received her first injection of synvisc into the left knee on (B)(6) 2009, after which she experienced "a lot" of redness, warmth, swelling, and injection site itching. On (B)(6) 2009, the patient received her second synvisc injection into the left knee, after which she experienced the same events of redness, warmth, swelling and itching at the injection site, followed by a rash. The rash was located on the inside of her left knee but then rubbed against her right knee which caused it to spread to her right knee. On (B)(6) 2009, the patient received her third synvisc injection into the left knee, which was injected at the same site as the first synvisc injection. The patient experienced itching, pain and irritation. The patient was advised to return to the office (orthopedist) in 6 weeks. The patient's left knee arthritis pain had not improved and her rash had worsened. The patient's primary care provided (pcp) prescribed mometasone 0.01% ointment to use once a day for 2 weeks for the rash. The patient used the ointment twice a day, which helped the rash during the 2 weeks that it was used but the ointment was discontinued and the rash returned. The patient repeated this treatment regimen 3 times. The pcp then biopsied the rash. The biopsy results indicated that the patient had an allergic reaction and the patient was prescribed benadryl on (B)(6) 2010 as treatment. The biopsy sutures were scheduled to be removed on (B)(6) 2010. The patient reported that the benadryl has not been effective to treat the itching, and the rash appeared to be larger where it has been itched, and she also noticed hives on her legs. The patient planned to follow-up with her orthopedist on (B)(6) 2009. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.